Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f339 was conducted. There were no non-conformances. This lot met all release requirements. A review of f339 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected or the complaint product is returned for evaluation, further investigation will be conducted. (B)(4).

Event description:
The customer reported that the collect pressure dome leaked during the first five minutes of the patient's treatment. The customer mentioned that the kit primed successfully with no alarms. The treatment was aborted with no blood returned to the patient. The patient was in stable condition and was not impacted by the incident.